Event description:
It was reported, the evis lucera elite xenon light source displayed a flickering image. The issue occurred, during preparation for use. For an unspecified diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The issue occurred during an enteroscope procedure. There were no delays.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image issue was due to a poor connection caused by a faulty scope socket. Olympus will continue to monitor field performance for this device.